Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead was performed. Inspection of the lead body and electrode tip found no anomalies. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement.

Manufacturer narrative:
The return of the product was requested. If the product is returned, analysis will be performed and this event would be updated upon analysis completion.

Event description:
Boston scientific received information that this left ventricular (lv) lead was dislodged. Additional information was obtained from the field representative indicating that dislodgement was confirmed through x-ray and fluoroscopy. Moreover, high threshold was observed prior to dislodgement. Hence, this lv lead was explanted. No additional adverse patient effects were reported.